Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-02462. It was reported the patient's procedure to implant her drg system was abandoned. Reportedly, the physician implanted the left lead but had difficulty placing the right lead due to the patient's anatomy. Consequently, the physician removed the left lead and abandoned the procedure. No future interventions were planned.